Event description:
Provider reports he took the fielder xt wire out and try to get navigate the run-through wire into the mid rca. The wire kept buckling under the stent and tip got under the stent and had broken off. FDA safety report ID # (B)(4).